Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer¿s blood glucose level was 450 mg/dl at time of incident. Customer¿s current blood glucose level was 159 mg/dl. Customer was treated with set change and pump for high blood glucose. Customer declined to troubleshoot for high readings. Customer was explained the 2 high blood glucose rules. The insulin pump will be returned for analysis.